Manufacturer narrative:
Distributor name: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion in a patient, the syringe was damaged and was unable to give negative pressure. The customer found it difficult to attach the one way valve. The iab was replaced to continue therapy. No patient injury was reported.

Event description:
It was reported that during intra-aortic balloon (iab) insertion in a patient, the syringe was damaged and was unable to give negative pressure. The customer found it difficult to attach the one way valve. The iab was replaced to continue therapy. No patient injury was reported.

Manufacturer narrative:
One way valves returned were sent to the supplier for analysis. Based on the manufacturers report, there were incomplete sonic welds on the one way valve. This is considered an isolated event. This complaint will be recorded in the complaint database for future reference. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion in a patient, the syringe was damaged and was unable to give negative pressure. The customer found it difficult to attach the one way valve. The iab was replaced to continue therapy. No patient injury was reported.

Manufacturer narrative:
The one-way valve was returned broken in two parts and could not be reattached. The syringe was also returned. No damage was found on the syringe. No blood was visible on the returned product.. The technician was able to attach the syringe to the one-way valve but we were unable to pull a vacuum due to the one-way valve returned condition. The evaluation confirms the broken one-way valve. We are unable to determine how this may have occurred. We were unable to confirm the damage syringe. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).